Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 190 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. Low limit setting was 70 mg/dl. The insulin pump will be and sensor will not be returned for analysis.